Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that flaps are too thin. Surgeon feel that 110 microns flaps are too thin. No incomplete flaps were reported. Upon follow up, this surgeon experienced thin flaps on three bilateral patients. Patients were seen post-operatively and are reported to be well controlled. No post-operative problems reported. No measured flap thickness since the beginning has been received from the surgeons. There are two related reports. This report addresses dr. (B)(6) patients and another manufacturer report will be filed for the fellow doctors patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
This file represent dr. (B)(6) patient number ones right eye. Other reports will be filed for the other patients eyes performed by dr. (B)(6). New information indicated that the planned flap thickness was changed to 130 microns prior to surgery. Therefore, 110 microns flap was not applied to this patient and a thin flap did not occur.